Event description:
It was reported that during an open pancreatoduodenectomy, the device was activated without touching the hand switch or the foot switch. Another device was used to complete the case. There were no adverse consequences to the patient or to the surgeon.

Manufacturer narrative:
(B)(4). Added additional information the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional and during functional testing the device did not continuous activate. There were no anomalies noted with the functionality of the device. The cutting of test media performed as expected. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.